Event description:
In 2009, the lay user/pt contacted our intn'l affiliate, alleging that her one touch ultra2 meter would not power on. The complaint was classified based on additional info obtained by the customer service representative (csr) during a follow-up call. The pt did not recall when the alleged power issue began. Prior to the start of the alleged issue, the pt confirmed a battery indicator was appearing on the subject meter. The csr noted that the pt tests 1x/day and manages her diabetes by taking 4 tablets of metformin daily. Despite not being able to test her blood glucose, the pt reported that she continued to take her usual dose of oral medication. The pt reported that she was last able to test with the subject meter 2 weeks prior to contacting our affiliate. Approximately 3 days after the alleged power issue started, the pt claimed she developed symptoms of blurred vision, sweating, and feeling tired and sleepy. On an unspecified date, after the issue began, the pt stated that she saw her physician during a routine visit and informed him/her of her symptoms. The pt stated that her physician ordered a lab test (result unk); however, denied being given any advice or treatment during the appointment. At the time of troubleshooting, the csr was unable to confirm the alleged power issue. The csr noted that the subject meter powered on both manually and when a test strip was inserted. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.